Event description:
It was reported one day after implant that the patient's right ventricular (rv) lead was exhibiting high and unstable pacing thresholds that were initially felt to be lead dislodgement. The rv lead function was programmed off while the next steps were planned. During the revision procedure the following day, fluoroscopy did not reveal dislodgement even though high thresholds were still present. The rv lead was repositioned from the rv apex to the rv septum and thresholds were within expectations. No other changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.